Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a minor ischemic stroke was reported. Five days post valve implant, a permanent pacemaker was implanted for complete heart block (chb). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: a device history review (DHR) review was not required as the event did not indicate a potential manufacturing issue. This event does not indicate device malfunction. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the information available. Stroke is a known potential adverse effect per device instructions for use (IFU). Conduction disturbances, such as complete heart block (chb) are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, and a conclusive cause could not be determined from the information available. If information is provided in the future, a supplemental report will be issued.